Manufacturer narrative:
H4: the lot was manufactured from november 25, 2020 - december 01, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of event was unspecified; however, it was reported the dose was administered on (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse during patient use. The device had been filled with 3800mg fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.